Event description:
A uf reported that an lma leaked while in pt use. There was no indication that there were any pt problems or injury. The uf has been requested to return the mask for evaluation. There has never been a report of a serious injury associated with the failure to maintain inflation, and co believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although co does not believe this event meets the definition of a reportable device malfunction, co has agreed to comply with the agency's position, that events of this type should be reported, stated in its 8/1/97 letter to the MFR.